Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while cementing a patient's crown on tooth #20. This is the second of two (2) reports.

Manufacturer narrative:
The doctor modified his procedure and placed the post using maxcem elite, without further incident. To date, the patient is doing fine. A visual test and gel set time test were performed on the retained product. It was confirmed that the product did not meet polymerization specifications. This lot # 4720553 has been identified as an affected lot which is part of an ongoing maxcem elite recall.